Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) system presented to the emergency room (ER) with lightheadedness and presyncope symptoms and heart rate in the 20s to 40s beats per minute (bpm) range. The device was interrogated and the left ventricular (lv) lead was found to exhibit intermittent loss of capture (loc). Reprogramming efforts were attempted but were unsuccessful. Additional intervention was performed where the physician implanted an additional device system to perform concomitantly with the current system. No additional adverse patient effects were reported. The lv lead remains in service.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) system presented to the emergency room (ER) with lightheadedness and presyncope symptoms and heart rate in the 20s to 40s beats per minute (bpm) range. The device was interrogated and the left ventricular (lv) lead was found to exhibit intermittent loss of capture (loc). Reprogramming efforts were attempted but were unsuccessful. Additional intervention was performed where the physician implanted an additional device system to perform concomitantly with the current system. No additional adverse patient effects were reported. The lv lead remains in service. Subsequent additional information was provided that reported that this left ventricular (lv) lead was explanted. No additional adverse patient effects were reported.